Event description:
The customer reported that the insulin pump fell out of his pocket and it is cracked at the right top corner of the casing. The caller stated that the end cap might come off. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken off end cap, cracked reservoir tube lip and scratched display window.